Event description:
Related manufacturer report number: 2017865-2022-39696. It was reported during remote follow up that the right ventricular lead exhibited oversensing. Both the right ventricular lead and left ventricular lead exhibited loss of capture. Programming changes were recommended but not yet completed. The patient was stable and asymptomatic.